Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a bilateral tmj procedure, and subsequently, the patient has been revised due to infection, inflammation and implant loosening on one side. During the revision procedure, the surgeon found severely discolored (black) soft tissue surrounding the implant and a completely loose implant. The contralateral side seems to be fine and was not opened up.

Manufacturer narrative:
This report is being submitted to update additional information in section a3, a4, a5, b4, b5, d4, g3, g6, h2, h3, h4, h6, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products: item # ni, lot # ni, unknown screw; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery took place and left side was later revised. Contributing factors of the event include bruxism. No op record was provided and lymphocyte proliferation test was negative to titanium IV dioxide lpt melisa and titanium IV oxysulphate lpt. CT report showed diffuse sclerosis of the residual left mandibular neck and ramus, adjacent to the prosthesis. Screws loose to left mandibular component, gap between mandibular plate and bone, no periprosthetic fracture. The patient presented with discomfort of left ramus prosthesis. CT found screw fixation devices are all loose and associated with bone loss. Pathology report showed clinical history including severe metallosis in lymph node and pain. Left periparotid lymph node, hyperplasia with foreign pigment, no infection. Synovial tissue and soft tissue surrounding prosthesis showed extensive amount of foreign black material present with foreign body giant cell reaction (metallosis), mild chronic inflammatory cell infiltrate with prominent fibrosis. A definitive root cause cannot be determined. This report is being submitted to update additional information in section b4, b5, d10, g3, g6, h2, h3, h6 and h10. Correction is in section e1. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00066.

Event description:
No further event infomration is available at the time of this report.

Event description:
It was further reported that the patient had a bilateral total mandibular joint replacement. Subsequently, the patient has the first stage left revision due to metallosis, pain, loosening, bone loss, inflammation, and scar tissue/adhesions. All components were removed with prp plasma for bone regeneration and elastics implanted for occlusion.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, b6, g3, g6, h2, h6 and h10. Corrected section is b1.